Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged nose cone" was confirmed. During service the device failed the nose cone test. If add'l info becomes available a supplemental report will be submitted.

Event description:
Report received from USA stating that the device needed service. During servicing, the device was found to have a damaged nose cone. It is unknown if the device was used during surgery. It is also unknown if there was any patient or user injury, medical intervention or surgical delay related to the event. No add'l info is available.